Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the was the u1 component, which was thermally damaged. Pin 7 on the u1 component had no output. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.